Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that 03.404.000s, ria 2 bone harvesting kit 520mm sterile, the yellow seal was melted and broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the bone harvesting kit would contribute to the complained device issue. Based on the investigation findings, the ¿bone harvesting kit¿ has ¿broken¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, while using ria 2 system, when a force was applied to insert the system (10 mm reamer) into the patient¿s bone, the yellow seal completely disintegrated. The procedure was stopped, the system was dismantled, and it was observed that the plastic components had melted and broken down. All parts were located and removed from the system, with no remnants left inside the patient. Patient's bone isthmus is estimated at approximately 8.5¿9 mm (the assessment was performed after and as a result of the incident). The system was assembled according to the surgical technique, with no identified assembly failures, missing parts, or use contrary to the technique (appropriate attachment, drill mode set on the trs motor, yellow seal installed as required). The procedure was completed successfully with a new kit. There was no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.